Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: (B)(4) and (B)(4). The patient presented into clinic with inflammation and pain at the device pocket and with a fever. The patient was hospitalized and a culture was performed, which came back positive for an infection. The device, left ventricular lead, and right ventricular lead were all explanted. The patient had a previously implanted single chamber device that was reactivated to resolve the event. The patient was stable and will continue to be monitored.